Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the pump powered on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box showed no unusual fluctuation of the voltage. The pump current draws measured within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside the pump. Unrelated to the initial complaint, the battery compartment was cracked between the bumper pad and cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.